Event description:
Facility reports that the microscope was draped and accessories attached to perform ocular procedure. The microscope partially detached from the stand and contacted the pt's face around the eye, leaving no visible injury. The microscope did not completely fall as it remained connected with fiber optic and electrical cable. The microscope was reattached and the procedure was completed. The facility indicated that because of the nature of contact injury, it could not rule out that injury would develop over time.